Event description:
A surgeon reported that prior to a retina procedure, the system displayed an advisory indicating to eject and reinsert the cassette. Also, that during the surgery, the intraocular pressure control repeatedly was switching on and off. There was no pt harm reported and the procedure was completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).